Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system smart remote manager (srm) refrigerator did not release and unlock. A field service engineer (fse) found that the latch did not click or illuminate the light emitting diode (led). The fse ran the hardware test application (hta) and the latch was recognized as open and closed but continued to show as unlocked. By pressing on the wire harness to the microswitch the fse was able to toggle the locked and unlocked states. The latch was removed and the connectors were cleaned and tightened. After reassembly the fse ran the hta again which passed and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge failed to open, which located on hmnvonupx1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.